Manufacturer narrative:
Unit received with a blank display due to cracked lcd glass. No traces of corrosion found at the electronic or motor assemblies per visual inspection. Unit passed leak test. Unable to perform functional test including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Unit received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. The customer reported calling back after the blank display two-hour rest. The customer did troubleshoot the issue previously and the display did not return. The insulin pump will be returned for analysis.